Event description:
A caller reported an issue with their continuous glucose monitoring (cgm) system, specifically citing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process. Once the pump was reset, the cgm error did not reoccur, and the caller successfully initiated a new sensor session.